Event description:
Rn reports tubing caused high pressure alarm. Double checked all connections, connected properly. Could not get tubing to work properly. Attached new tubing and worked with no further issues. No harm to patient, just delay in care.